Manufacturer narrative:
Complaint is not confirmed. Upon visual evaluation, the screw and sutures were not returned for investigation. No issues were found with the returned driver. Functional testing between the driver and outer sleeve found that the two devices rotate smoothly. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the implant was loose after tightening, it did not hold in the bone. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.